Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3003152976-2022-00596 was sent in error. (Damaged / deformed product - device is not operable (associated defect cannot occur during use¿ie¿crushed syringe) is not considered to be a reportable malfunction. MFR#: 3003152976-2022-00596 is void as a result.

Event description:
It was reported that 4 bd plastipak¿ syringes experienced broken plunger rods. The following information was provided by the initial reporter: piston breaks.

Event description:
It was reported that 4 bd plastipak¿ syringes experienced broken plunger rods. The following information was provided by the initial reporter: piston breaks.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.